Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and a shock for atrial fibrillation (af) with rapid ventricular response (rvr). Following the therapy, the patient remained in af. Lead measurements were stable. The ICD remains in service. Additional information received indicated the ICD recently delivered multiple rounds of atp and shocks for af with rvr. Technical services recommended further review of the programmed settings. No adverse patient effects were reported.